Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited a diagnostic issue. No intervention was performed and the patient experienced no adverse effects.

Manufacturer narrative:
The reported complaint of triggering an af burden alert when not enough af was accumulated within a 24 hour period was confirmed. Based on the information provided, it was determined that the firmware flag was stuck preventing new alerts from triggering. This was due to a issue where the firmware does not re-start the 24-hour sliding window which causes the at/af burden to accumulate beyond the 24 hours.